Manufacturer narrative:
D10: concomitants: 3695032 204-30-08 - stem extension 80l x10 mm. 3697423 200-03-32 - one peg patella 32mm. 3752626 208-09-05 - cc stem ext adaptor 5 degree. 4136499 204-32-08 - stem extension 80l x12 mm. 4213035 208-01-02 - cc femoral sz 2. 4283200 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 9217939 208-22-11 - cc tibial insert sz 2, 11mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2010. Approximately 6 years and 6 months after the initial procedure the patient had the first left knee revision on 15 dec 2016. Approximately 6 months after the first left knee revision the patient had a second left knee revision on (B)(6) 2017. After each of the left total knee replacement surgeries, plaintiff began to suffer from symptoms associated with the defects of exactech knee system as alleged in this complaint, including but not limited so synovitis with aseptic loosening, mechanical loosening, pain and lack of mobility. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. It is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.